Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a separation was not confirmed. Visual examination of the sample showed no signs of physical abnormality. The luer lock and connector were found to be securely connected to each other without any evidence of disconnection or defect. To further verify the reported condition, green solution was added to the bladder then the infusor unit was monitored for 24 hours. After 24 hours of monitoring, no evidence of disconnection or leakage was observed at the connection of the infusor's luer lock. The infusor and the connector performed as expected. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that one (1) baxter infusor sv2 (code (B)(4) lot 10m087) disconnected from the implantable chamber of the patient. According to the reporter, the infusor was connected to the patient at hospital for a 3 days chemotherapy infusion. The reporter stated that when the patient went back home, the nurse observed that the distal luer lock was not completely fixed to the patient catheter and disconnected. There are no clinical consequences observed. No patient injury or medical intervention. No additional information.